Event description:
The consumer indicated that she is experiencing tss-like symptoms (although an internal medical assessment of stated symptoms concluded that they are more consistent to pid) after forgetting to remove her tampon. The consumer indicated that she used a tampon on (B)(6) 2012. On (B)(6) 2012 the tampon came out on it's own and appeared to be frayed and disfigured. She experienced a yellow discharge and a foul odor from her vagina. For the past several days after the tampon was removed, she has experienced abdominal cramping, chills, low-grade fever, swollen hands and feet and nausea. She also indicated that her stomach feels bloated and her thighs are hot to the touch. The consumer did visit her doctor, however, the outcome of her visit was not provided. Several additional follow-up attempts were made to the consumer, but were unsuccessful.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.